Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Report source: foreign. The events occurred in (B)(6). Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address infection approximately two weeks after first revision procedure. The patient had a washout and a poly and femoral head exchange. No further information is available at this time.